Event description:
On february 26, 2006, the company was notified that the patient's device was explanted. The patient's electrode array reportedly had extruded. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.